Event description:
On june 28, 2006, in an article published in the journal of american medical association (jama), a doctor reported that a pt who used complete experienced fusarium keratitis. Specifics regarding the pt, their contact lens usage and practice, medical treatment for this event and outcome are not detailed in the article. Amo regional office has made several attempts to obtain further info from the doctor; no further info available at this time. Citation: khor wb et al. "An outbreak of fusarium keratitis associated with contact lens wear in singapore". Jama. 2006; 295: 2867-2873. <http://jama.ama-assn.org/>.

Manufacturer narrative:
Complaint unit/lot number not available. MFR is unable to further investigate.